Event description:
The reporter stated that the device had problems with the display. There was no pt injury or treatment associated with this event. During evaluation it was discovered that the alarm sounded bad.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The complaint was verified. The keypad had become disconnected from the main board due to impact to the device. During evaluation the audible alarm speaker was found to be working but sounded bad and was replaced. This is being monitored for trends.